Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy') and abortion of ectopic pregnancy ('shot in left arm which flushed out the baby') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for confirmation test" and device ineffective "device ineffective". The patient's medical history included hypertension (not recovered prior to essure), multigravida and parity 4 (B)(6) 2003, (B)(6)2005, (B)(6)2007, (B)(6)2007). On (B)(6)2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea") and fatigue ("fatigue"). In (B)(6) 2009, the patient experienced alopecia ("hair loss"). In (B)(6)2012, the patient experienced tooth disorder ("dental problem"). In (B)(6)2012, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion of ectopic pregnancy (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), dyspareunia ("dyspareunia (painful sexual intercourse ),"), female sexual dysfunction ("apareunia"), pelvic pain ("pelvic pain female/chronic"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods),"), cystitis ("bladder infection"), urinary tract infection ("uti"), headache ("headaches") and hypertension ("hypertension") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, genital haemorrhage, dysmenorrhoea, dyspareunia, female sexual dysfunction, pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia, cystitis, urinary tract infection, tooth disorder, headache, weight increased, vaginal haemorrhage, bladder disorder, urinary tract disorder, migraine, nausea, alopecia, fatigue and hypertension outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abortion of ectopic pregnancy, alopecia, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypertension, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), general. Abnormal. Bleed,bladder infect., uti. Discrepancy noted n insertion date (B)(6) 2008, (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram in (B)(6) 2008: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : menorrhagia, abnormal vaginal bleeding quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6)2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy') and abortion of ectopic pregnancy ('shot in left arm which flushed out the baby') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for confirmation test" and device ineffective "device ineffective". The patient's medical history included hypertension (not recovered prior to essure), multigravida and parity 4 ((B)(6)). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea") and fatigue ("fatigue"). In (B)(6) 2009, the patient experienced alopecia ("hair loss"). In (B)(6) 2012, the patient experienced tooth disorder ("dental problem"). In (B)(6) 2012, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion of ectopic pregnancy (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), dyspareunia ("dyspareunia (painful sexual intercourse ),"), female sexual dysfunction ("apareunia"), pelvic pain ("pelvic pain female/ chronic"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods),"), cystitis ("bladder infection"), urinary tract infection ("uti"), headache ("headaches") and hypertension ("hypertension") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, genital haemorrhage, dysmenorrhoea, dyspareunia, female sexual dysfunction, pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia, cystitis, urinary tract infection, tooth disorder, headache, weight increased, vaginal haemorrhage, bladder disorder, urinary tract disorder, migraine, nausea, alopecia, fatigue and hypertension outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abortion of ectopic pregnancy, alopecia, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypertension, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), general. Abnormal. Bleed, bladder infect, uti. Discrepancy noted and insertion date- (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records: menorrhagia, abnormal vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 05-mar-2020: plaintiff fact sheet and medical records received: reporters added. Patient¿s dob updated. Events added - abnormal bleeding (vaginal, menorrhagia), bladder disorder, urinary tract disorder, migraine, nausea, alopecia, fatigue, hypertension. Event ¿pregnancy: stillbirth/ miscarriage¿ updated to event ¿ectopic pregnancy¿ and event ¿miscarriage¿ updated to ¿abortion of ectopic pregnancy¿. Pregnancy outcome updated to ¿not applicable¿. Essure insertion date updated. Lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.